Manufacturer narrative:
Complaint is confirmed. Functional testing was not performed on the returned ar-9512 due to the damage to the tip of the device. Visual evaluation noted that the tip of the device is broken off. The most likely cause is attributed to misuse due to use error.

Event description:
On 11/17/2023, it was reported by a sales representative via email that an ar-9512 arthrex univers revers stem/cup extraction adapter handle broke off inside of an ar-9522-135r arthrex univers revers trial cup. This was discovered during an rtsa procedure on 11/17/2023. The case was completed by using the instruments from another tray. Additional information received on 11/21/2023: when the adapter handle broke off inside the trial cup, the device was inside the patient; however, there were no loose fragments in the patient. The case was delayed two minutes while waiting for another tray to be opened use the instruments and continue the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.